Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during bolus delivery. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded cartridges with cold insulin and did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 130-157 mg/dl.